Event description:
It was reported that this right ventricular (rv) lead recorded an alert due to high out of range shock impedance measurements. The impedance has gradually increased. This rv lead remains in service. The patient will continue to be monitored. No adverse patient effects were reported. Additional information was received and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead recorded an alert due to high out of range shock impedance measurements. The impedance has gradually increased. This rv lead remains in service. The patient will continue to be monitored. No adverse patient effects were reported.